Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged the ipg in several months and the programmer displays an error. An sjm representative met with the patient at the physician's office and confirmed the ipg battery is depleted. Surgical intervention is planned to address the issue.